Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coord reported that the pt was admitted to the hosp due to suspected thrombus in the pump. The hosp made a decision to exchange the pump with another lvad. The device was successfully exchanged and the pt remains ongoing on lvad support without any further issue. It was reported that upon inspection of the explanted of the lvad, the hosp observed the presence of an unk matter in the pump.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. The attached user facility report was received from (B)(6). No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.